Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lusera colonovideoscope had a foreign material coming out from nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to insufficient precleaning and/or rinsing, and the device not being properly dried by detaching all valves etc. In storage, or the like. The event can be prevented by following the section of instructions for use (IFU) below: IFU reprocessing manual states inspection methods on the event in chapter 3 3.5 cleaning the external surface. Olympus will continue to monitor field performance for this device.